Event description:
The customer reported a communication error. The customer had to reboot to regain functionality. This is indicative of a system lock up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable and 5 vdc power supply was evaluated and replace. The system was tested and found to be working as intended and returned to service.